Manufacturer narrative:
It was reported the unit burned. Visual inspection of the unit revealed that a segment of heater wire had become dislodged when the user folded the unit, resulting in a small area of discoloration caused by excessive heat. We found no evidence of an actual burn, and the unit functioned properly. We were unable to determine the cause of this report.

Event description:
It was reported the unit burned. Visual inspection of the unit revealed that a segment of heater wire had become dislodged when the user folded the unit, resulting in a small area of discoloration caused by excessive heat. We found no evidence of an actual burn, and the unit functioned properly. We were unable to determine the cause of this report.